Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was unable to communicate with the ipg using the charger and patient programmer. The patient last charged the ipg approximately two weeks ago. As such, the ipg was inoperable. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was restored following the procedure.